Event description:
A customer reported experiencing an issue where the touchscreen was often unresponsive. There was no information indicating any adverse impact to the customer's blood glucose level. The customer declined further follow-up and no additional information was available regarding any corrective actions taken.